Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The customer did not break the handle for release and he was able to remove the delivery device by pulling it. The pt was not injured following the procedure. Another capsule was successfully placed.